Event description:
Female patient with a pyloric stenosis. After conducting baseline egd, physician placed esophageal length overtube to protect the airway during endoscopic extraction of food bolus. There was reportedly a stricture in the upper esophagus that had not been fully appreciated during egd. At some point in the procedure, the patient suffered a perforated esophagus.

Manufacturer narrative:
Female patient with a pyloric stenosis. After conducting baseline egd, physician placed esophageal length overtube to protect the airway during endoscopic extraction of food bolus. There was reportedly a stricture in the upper esophagus that had not been fully appreciated during egd. Patient also reported to be moving excessively. At some point in the procedure, the patient suffered a perforated esophagus. Surgery was performed to repair the perforation in the esophagus. Patient tolerated the surgery well, and condition was reported to be fine. No complications from the surgery. Evidence is not conclusive that the overtube caused the injury described. Further, no malfunction of the device has been described. It is clinician discretion whether endoscopy with or without an overtube can be safely conducted.